Event description:
It was reported that following a dbs implantation the patient was experiencing limb weakness. The patient was admitted to the hospital for suspicion of intracerebral hemorrhage or a stroke and both were ruled out. The patient was discharged and is to follow up with their physician as the next course of action. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs infinity dbs lead kit, model: 6172ans, UDI: (B)(4), serial: (B)(6), batch: 8075600.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs infinity dbs lead kit, model: 6172ans, UDI: (B)(4), serial: (B)(6), batch: 8075600. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.